Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient underwent a hip arthroplasty procedure and the insorb 2030 skin stapler was used to close the skin incision. The patient experienced a wound separation at 3 days post op. Which was closed in the operating room with suture under general anesthesia.